Manufacturer narrative:
(B)(4). Batch #: v7023m . Additional information was requested and the following was obtained: was the piece that broke off was the metal active blade or the white tissue pad? What potential cause was there that led to the breakage? Were any unusual noises heard prior to the tip breaking? Was there was any contact in procedure between the active blade and a hard or metal object, such as clips, staple lines, or other instrumentation? Were there any generator alert screens during the procedure? What was done prior to find the tip prior to converting the procedure? Were any x-rays taken? Was the piece recovered? Are any pictures of the device available? Can the specifics on the surgical procedure be provided? How was the procedure completed? What is the patient¿s current status? Unfortunately the facility has no additional information. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's related to the reported complaint condition were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown laparoscopic colorectal procedure that a piece of the tip broke off in the patient. Procedure was converted to open to recover the broken piece. Unknown as to how the procedure was completed. There were no reported consequences for the patient.